Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends, no malfunction alerts occurred just prior to or on the day of the event. The cause of the user's hypoglycemia is indeterminate.

Event description:
On (B)(6) 2025, the user reported experiencing a hypoglycemic event with a blood glucose (bg) level of 49 mg/dl on (B)(6) 2025 that required emergency medical intervention. The user was treated on scene by paramedics with intravenous therapy and transported to the emergency room (ER), where intravenous treatment of unknown type was continued. The user was discharged from the ER a few hours later without hospital admission. No long-term effects were reported.